Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr prepared the proximal tibia as per surgical technique. On cementing the tibial tray, dr voiced his concerns with the fact that the keel on the tibia is too small to ensure stable fixation at time of cementation. At time of cementation, the tibial tray appears more likely to move compared to the pfc tray. While the femoral component was being impacted, the tibial tray became loose. The cement polymerised leaving the tibial tray loose. The cement had not adhered to the back of the tray. Dr removed the femoral and tibial component, removed the cement from the proximal tibia and then re-cemented both components. Surgeon has a concern with the fixation/ stability of the tibial tray when cementing.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.